Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was then found to be working as intended and put back into service.

Event description:
The customer reported that a black image was displayed and the system locked up. No pt injury was reported.